Event description:
Reportedly, a 25mm valve was explanted after an implant duration of approximately 1 year (13.63 months) due to infection, mitral stenosis and regurgitation (msr). The customer reported that a perimount plus valve, model 6900p25mm, was implanted for mitral valve replacement (mvr) to correct mitral regurgitation (mr) on (B)(6) 2011. On (B)(6) 2012, the valve was explanted. At explant, it was observed that vegetation was observed on the entire valve and the valve was deformed. Two leaflets were fused together and one leaflet stayed in open position. The patient's condition was unknown as of (B)(6) 2012. The customer commented that this explant was within expectation and not device related. The device will not be returned for evaluation due to infection. Echo report will not be provided.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation due to infection. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection has not been disclosed.